Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during bolus delivery. Customer's blood glucose level was 246 mg/dl. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.